Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary diagnosis procedure performed when the issue occurred, and the procedure was completed as planned and by continuing to use the system. The philips field service engineer (fse) visited onsite and confirmed that the geometry movements of the c-arm. After reviewing the log file, fse found that geometry movements partly available. To resolve the issue, fse replaced the rot/ang motor. After replacing the rot/ang motor, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned and there was no impact on procedure. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the geometry movements of the c-arm. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.